Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unknown bd catheter experienced leakage during use. The following information was provided from the customer: description of the event/incident below: verbatim: ¿the catheter was found leaked at the tubing several hours after placement.¿ see pr for additional details. Complaint summary detail: this is MDR reportable. The incident could have potential to cause harm/serious injury. The incident could have potential to impact medication delivery. Event type: leakage / malfunction.

Manufacturer narrative:
Per additional information, the catalog number has been updated. Medical device catalog #: 383711.

Event description:
It was reported that the unknown bd catheter experienced leakage during use. The following information was provided from the customer: description of the event/incident below: verbatim: ¿the catheter was found leaked at the tubing several hours after placement.¿ see pr for additional details. Complaint summary detail: this is MDR reportable. The incident could have potential to cause harm/serious injury. The incident could have potential to impact medication delivery. Event type: leakage / malfunction.

Manufacturer narrative:
Additional information: medical device brand name: bd pegasus¿ safety closed IV catheter system. Medical device lot #: 8173315. Medical device expiration date: 6/30/2021. Unique identifier (UDI) #: (B)(4). Device manufacture date: 8/8/2018. Investigation summary: a device history review was conducted for lot number 8173315. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the unknown bd catheter experienced leakage during use. The following information was provided from the customer: description of the event/incident below: verbatim: ¿the catheter was found leaked at the tubing several hours after placement.¿ see pr for additional details. Complaint summary detail: this is MDR reportable. The incident could have potential to cause harm/serious injury. The incident could have potential to impact medication delivery. Event type: leakage / malfunction.